Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was not able to establish telemetry with the remote monitor. Troubleshooting steps were taken to no avail. The caller was referred to the their clinic to help rule out potential implantable device issues. The remote monitor remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.